Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) nt515, (osseotite® tapered implant 5 x 15mm) for evaluation visual evaluation of the as returned device identified the implant fractured at the collar region. Signs of use, bone debris on external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. The DHR was requested, however an electronic copy is not available for review. The investigation will be re-opened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 276224 for similar events and no other complaint was identified. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" & "contraindications". Based on the investigation and risk management file review as per rmf rm-00053-haz rev.11, the most likely root cause determined from the investigation is parafunctional habits/patient factors over the implantation period. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant #14 was placed in 2005, the implant got bone loss and needed to be removed. Fractured implant per lab notes. Symptoms as a result of the event: bone loss.